Event description:
It was reported to philips that the device's can not pass self-test. There was no patient involvement.

Event description:
It was reported to philips that the device cannot pass self-test. There was no patient involvement.